Event description:
It was reported ventricular oversensing was observed on an asymptomatic patient who presented in hospital for other reasons. Pacing inhibition was noted. The device was reprogrammed to decrease sensitivity. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.